Event description:
The customer reported that the system was not saving or recalling cine runs. Data loss. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.